Event description:
It was reported that during an unknown procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.